Event description:
It was reported that the patient, who had a neurostimulation system for occipital placement/coverage, felt a burning/painful sensation at the lead site which began a few months prior to report. There was no known event related to the complaint. Prior to experiencing this, patient could feel stimulation but did not feel the painful burning sensation. X-rays revealed the event was not related to a lead migration or movement and everything looked normal. There was a "bulge" behind the patient's head/neck area where the leads were, as if the leads were eroding through the skin. The patient believed the burning sensation was associated with the bulge. Impedance measurements were normal. All reprogramming attempts were unsuccessful and all resulted in a painful burning sensation. Additional information received reported the cause of the event was unknown. An x-ray was ordered and the patient was to see a surgeon. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3587a25, lot# n234350, implanted: (B)(6)2011. Product type: lead: product ID 3550-29, lot# n237035, implanted: (B)(6) 2010. Product type: accessory. (B)(4).